Event description:
A 26 mm diameter x 15mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted into a patient for the endovascular treatment of a abdominal aortic aneurysm.the aneurysm morphology is infected and the patient had renal insufficiency prior to implantation of the stent graft. The vessels were very narrow.it was reported upon removal of the stent graft delivery system the iliac artery was dissected. The physician elected to perform a surgical conversion and an aorta bi-femoral bypass for aaa repair.no additional sequelae were reported and the patient was in stable condition at the end of the open surgical repair procedure.